Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013: the display screen was dim and had pink contrast.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Submitted: (B)(4) 2013. Device evaluation: on investigation, the display screen was noted to be dim and had a pink contrast. A test display was attached to the pump and illuminated properly.